Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-09, lot# la0014, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that there was normal implantable neurostimulator battery depletion and they could not check the impedances due to the ins being at end of life. The patient had been seen in (B)(6) 2011, but wasn¿t able to have the replacement until (B)(6) 2012. It was likely that the health care provider was going to replace the quad with and octad lead and a restore family implantable neurostimulator. Additionally, it was noted on (B)(6) 2017 that the patient has had multiple implanted batteries in the past and that they had gone ¿bad¿ and were dead. The patient says that the health care provider didn¿t say that the implantable neurostimulators depleted faster than expected, but the patient said that they would ¿get bad¿ and the health care provider would replace them. Since he was first implanted, he can only sleep on his left side because otherwise it ¿sounds like he¿s lying on an electric fence.¿ the patient also had the wires replaced on (B)(6) 2014 because the health care provider said they were ¿wore out pretty much.¿ no further complications were reported or anticipated. The patient was doing fine after the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.